Event description:
The manufacturer was made aware of a product complaint on (B)(6)2023. It was reported that the distal hex tip of a system screwdriver fractured during a surgical procedure. There were no known patient complications or delay in treatment associated with this complaint. An alternate available instrument was used to successfully complete the procedure. An RMA# was issued for return of the complaint screwdriver, which was received at the manufacturer for assessment on (B)(6)2023.

Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by surface scratches and worn tin coating. The distal hex tip was broken as reported. A functionality assessment was not performed due to the damaged condition of the returned system screwdriver, which was removed from distributable inventory. A DHR review was performed for the instrument lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. The system screwdriver lot has been available for distribution since 7/18/2016. The system surgical technique guide provides guidance on preparation of patient bone for implantation of system screws, including a statement that includes, "in cases where there is unusually hard bone present, drilling can be performed." The complainant reported that the screwdriver malfunction occurred when the surgeon was having difficulty advancing a system screw into hard bone. The patient bone had not been drilled in preparation for implantation of the system screws, and when the system screwdriver was rotated the distal hex tip fractured from the instrument. The surgeon then drilled the patient bone to prepare for system screw implantation, which was completed without incident. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.